Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with no suture or implants returned. There is biological debris on the returned device. A functional evaluation of the returned device finds it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that an image of the device was provided for review; however, it does not indicate a root cause for the report events. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, when the fast fix 360 t1 was deployed, the t2 implant deployed simultaneously. When the needle was withdrawn, it was confirm that the t2 has indeed fell off. The implant was removed from the patient using hemostatic forceps. The procedure was completed with a s+n back up device. There was a surgical delay less than 30 minutes and no further complications were reported.